Manufacturer narrative:
Two microsensors were returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the devices met all manufacturing and quality testing/inspection specifications prior to distribution. For the device with serial number (B)(4), it was found that the catheter was received in a skull bolt. The supplier was able to balance the sensor and verify sensor ohms. The wp, ac leakage, rt and rl testing could not be performed due to the skull bolt. Based on their evaluation, the supplier was unable to confirm the complaint and unable to determine a cause of failure. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2015-10684 for information regarding the additional device involved in this event

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The two sensors used have shown far too high values which has led to a strong uncertainty. For that reason it was discussed whether the patient should be treated immediately in the operating room at night (2:30 a.m.). The operating room team decided however to perform a CT scan first with the result that an emergency or is not required. Patient stable after event. On (B)(6) 2015 per rep: "customer used another system in parallel to monitor the icp. The results of both systems are shown in the print-outs which will be also submitted to us."

Manufacturer narrative:
Additional evaluation was performed on the device subsequent to the initial report. The supplier's evaluation found that for the device with serial number (B)(4), the catheter was received in a skull bolt. After skull bolt removal, a split was found in the catheter material where the skull bolt was tightened. Internal wires were exposed. The sensor itself was found to be functional. The supplier was able to balance the sensor and verify sensor ohms. Based on the condition (split) no functional testing was possible on the catheter. Based on their evaluation, the supplier was unable to confirm the reported complaint of high values. The supplier determined that cause of failure (split in the catheter) was use related. The catheter must be sealed (no openings) in order to meet the supplier's testing specifications prior to shipment. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.